Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage and evidence of blood. A visual inspection did not identify any nonconformance that may have contributed to the reported event. A functional test was performed on the device using a reference generator and bipolar cord. The device passed the functional test as it produced steam and heat, and cut without difficulty. Based upon the eval results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There were no nonconformance issue (s) with this production lot. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a vaso view 6 device would not cut. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The device was returned for investigation.